Event description:
Customer complaint states "the steel wire of the tube was found deformed, causing inner wall bulge and the tube collapse during usage on patient, which impacted the ventilating. The tube was intact after opening the package". (Continued) no medical intervention reported patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The et tube was received without its original packaging. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appears typical. No defects or anomalies were observed. A functional kink resistance test was performed on the returned et tube per iso-5361; 2012 edition, annex h - test method to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. A steel ball of a minimum 75% (5.25mm) of the designated size of the et tube i.d. Was used to check the potency of the lumen. A ball bearing of 5.25mm was used for the kink test. Upon testing, the ball bearing was able to pass freely through the tube. Multiple attempts were made from both ends of the tube. No functional issues were found with the returned sample. DHR investigation did not show issues related to complaint. The IFU states "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of a "wire deformed" was not confirmed based upon the sample received. The returned sample appeared typical. The returned et tube was functionally tested for kinking using a ball bearing of 5.25mm which is a minimum 75% of the designated size of the et tube i.d. Upon testing, the ball bearing was able to pass freely through the tube. Multiple attempts were made from both ends of the tube. No functional issues were found with the returned sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint states "the steel wire of the tube was found deformed, causing inner wall bulge and the tube collapse during usage on patient, which impacted the ventilating. The tube was intact after opening the package". (Continued) no medical intervention reported patient condition reported as fine.